Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a food bolus that was larger than necessary, resulting in a low bg of 32 mg/dl and a cut on their foot requiring stitches. Customer consumed glucose syrup to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.